Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a dental surgical procedure on (B)(6) 2016 and suture was used. There was no reabsorption from (B)(6) 2016 and the thread has the same aspect like a third day suture. There were no adverse consequences to the patient reported.

Manufacturer narrative:
Conclusion: representative samples were returned for evaluation. The foil packaging and dispensed sutures were visually inspected and no deviations were observed. The sutures were functionally tested and results met the specified quality requirements. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.